Event description:
It was reported that a system error 2240 and a system error 2367 occurred on the homechoice (hc) during use. The customer cycled the power after the system error 2240 and received a system error 2367. The hc then ran through self test and the alarm did not repeat. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Additional information was received from the care giver. She stated that there was nothing unusual about the supplies or set up that night. The event occurred towards the end of therapy. There were no lot numbers or samples available. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The sample was unavailable; therefore, no evaluation could be performed.